Event description:
Caller reported that a cartridge leaked insulin multiple times over a week. Customer's blood glucose level exceeded 500 mg/dl due to the issue, but the specific value was displayed as "high". Customer addressed the high blood glucose by administering a correction injection via manual insulin therapy (mdi). Caller changed the cartridge and successfully resumed insulin therapy.